Event description:
It was reported that a patient experienced peritonitis manifested as fever coincident with peritoneal dialysis (pd) therapy. The patient had been playing and fell. When they got up, they noted that solution was leaking from a hole in the transfer set. The patient was hospitalized for unknown indication. On an unknown date during hospitalization, the patient experienced peritonitis and was treated with ip cefazolin (nightly; unknown dose). The hole in the transfer set caused the peritonitis. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unknown date during hospitalization, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. A cause could not be determined with the information provided. Should additional relevant information become available, a supplemental report will be submitted